Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided, indicating that (B)(6) months after the surgery. And the patient is still experiencing glare and discomfort at night.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient experienced a sharp decrease in the quality of vision, a halo effect in the evening, which greatly interferes with reading and driving. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).